Event description:
Nxstage machine was set up to run pirrt, unable to connect the therapy fluid warmer bag to the actual therapy fluid connection on the filter itself (green to green) because both connections were male connections. Staff took a therapy fluid warmer bag from another filter set and utilized the setup we had; the original warmer bag did indeed have an incorrect connection from the manufacturer.